Event description:
The patient passed away for an unknown reason. On the patient file dated (B)(6) 2013, the heart rate curve and the autosensing histograms were not available. An explanation was required. In addition, some clarifications concerning the recorded episodes (rhythm, therapy delivered...) On (B)(6) 2013, were required.

Manufacturer narrative:
Date: (B)(6) /2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.